Event description:
It was reported that the customer had issues with the keypad of the insulin pump. The esc button on the keypad was not working. The customer's blood glucose level was 121 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had an esc button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.